Manufacturer narrative:
D10 concomitant product: egia60amt; egia60amt egia 60 artic med thick sulu; (lot number: p5k0964) sigphandle; sig power sigphandle handle; (serial number: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the gastric bypass surgery, upon initiating the firing, the surgeon heard a strange noise. Once the firing began and ended, the reload remained embedded in the tissue. It did not retract or open for removal. The adapter was disconnected from the powered stapler, and a manual retraction tool was used. An attempt was made to open the reload, but it also failed. It was feasible; attempts were made with the three manual operating sites, but none respond. The surgeon reconnected the powered stapler to the adapter, and it successfully recognized the reload, allowing it to be opened and removed with the powered stapler. No reload, adapter, or handle error was displayed on the device. It was also noted that the tri-staple line was not formed, and uneven firing marks were observed. To resolve the issue, the device was replaced with another reload from the same lot.